Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had a fall over 2 weeks ago and a couple days after having the surgery they noticed they could feel the device moving inside her body. Patient stated the device pokes out of her back and everything else too. Patient mentioned they are waking up and have to go to the bathroom and has peed on herself 3 times already. The patient was redirected to their healthcare provider to further address the issue. Patient reported: implant moving symptoms reported: urinary incontinence/urinary frequency.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.